Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The returned waveone gold primary file 25mm is actually broken in the active part (torque). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review (batch #1455355). Unused files have been evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a waveone gold broke during use. The broken piece could not be retrieved. The patient was sent to a specialist for further treatment and finalization of the root canal treatment.